Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed some redness under her arm underneath the lifevest. It was reported that the patient's nurses had been undoing the front of the lifevest, opening it while still keeping it on the patient to bath the patient, and was just washing under and around the lifevest instead of removing the lifevest. It was reported the nurses were going to put something small over the area that is red to prevent further rubbing of the garment. Follow-up indicated that the irritation has improved.